Event description:
The hospital reported that, during preparation for dissection for an endoscopic vein harvesting procedure, "the bipolar scissors did not work." The scissors would not turn on at all. The procedure was completed using another set of bipolar scissors from another kit. The hospital reported no pt effects. Product will be returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the shaft was detached from the hub. A pre-cautery test was performed with the returned device and a reference bipolar cord. The device passed the pre-cautery test, with steam generated during several device actuations when the scissors were closed. When the scissor blades were mechanically opened without using the handle, the scissors did not generate steam. Based upon the visual observations of shaft detached and the functional test, the reported complaint was confirmed. (B)(4).